Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced fill resistance. Reportedly, the customer did not remove air from the cartridge prior to loading insulin into the cartridge. Tandem technical support educated the customer on proper loading techniques. There was no adverse impact to customer's blood glucose level. Reportedly, the issue resolved and the customer successfully filled the cartridge.